Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was allowed to continue using the pump and advised to contact technical support if the issue returned.